Event description:
The customer reported that the exposures, (images) were either all gray or all black. Black images may produce non-diagnostic quality images, possibly delay patient treatment and would be serious if it were to recur. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5 volt power supply. The system operates as intended.